Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number (B)(6); product type: {0195-heartvalves}; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, the valve was positioned too shallow in relation to the annulus. The valve was recaptured into the delivery catheter system (dcs). Subsequently, it was observed that an infold had occurred due to calcium buildup in the patient's left ventricular outflow tract (lvot). The dcs and valve were withdrawn from the patient, and a new valve and dcs were used to complete the procedure. No patient complications were reported as a result of this event.